Event description:
A fast depletion of the pump battery was reported by the caller, which caused the pump to shut down. Despite this, there was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that when the pump shuts down or resets, insulin on board and max hourly bolus reset to zero, and the customer understood this information. The customer was able to resume insulin delivery.